Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (indicating air in line) on the homechoice (hc) machine. The technical service representative (tsr) explained the alarm and advised the patient to start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. The patient stated that she contacted her nurse regarding the alarm. The patient stated she did not observe any leaks or disconnections. The patient is not sure what may have caused the alarm, however, she discarded the supplies and started over with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).